Manufacturer narrative:
Device not returned.

Event description:
It was reported that the right ventricular lead exhibited noise. Patient is not dependent, and the oversensed noise did not prevent the cardiac activity. The pacing lead impedance varied and sensing had dropped. Further assessment and testing will be done. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).